Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain one of five in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative (tsr) explained the reason for the alarm. The tsr had the home patient close all of the clamps and cycle the power on the homechoice to clear the alarm. The tsr explained the system errors and advised the home patient that the homechoice had ended the therapy. The tsr advised the home patient to setup using new supplies. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.